Event description:
Device generated a result of 87 mg/dl on an un-dosed test strip. No add'l testing was performed. No treatment received. Device front nose cover was attached properly. A request was made for return product, and replacement product was sent.